Event description:
Date notified: 2/14/09. A model 305 aspirator failed to operate on high speed. An inspection of the device revealed a terminal disconnected and a defective battery pack. The terminal was reconnected, recrimped and the battery was replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the device failure.